Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: pif received. Event injury was deleted and device category changed from device other event to incident. Event added- medical device removal. Date of removal were added. Reporter details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. C08514-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (essure removed. Total abdominal hysterectomy, bilateral salpingooophorectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea and uterine prolapse outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and uterine prolapse to be related to essure. Lot number (c08514) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. C08514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (essure removed. Total abdominal hysterectomy, bilateral salpingooophorectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea and uterine prolapse outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and uterine prolapse to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: lot number added, event medical device removal replaced with pelvic pain female. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.